Event description:
Baxter (B)(6) reported fourteen incidents of broken fibers noted on a dicea dialyzer. He incidents occurred at the onset of pt treatments. The dialyzers were reused between two to sixteen treatments. The dialyzers were reused between two to sixteen times prior to the reported events. No pt injury or medical intervention was reported to be associated with these incidents.